Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's spouse reported via phone call that they experienced low blood glucose of 44 mg/dl. The customer treated the low blood glucose with food and glucose tablets. The customer's spouse stated that they were off the insulin pump 48 hours. The customer's spouse stated that they were in diabetic ketoacidosis and were hospitalized. The customer's spouse stated that they were delivering too much insulin at times. The insulin pump was returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and unexpected restart error test. No bolus anomaly noted during testing. Device passed the delivery accuracy test. (B)(4).